Event description:
Reporting status: serious injury - medical intervention. Reporting rationale: stenosis requiring medical intervention. Device issue: no device malfunction has been reported. It was reported via a trial, that when the patient was seen at the six month follow up, total stenosis was found at the promus stents. Total vessel revascularization was performed, and no other patient effects were reported. No additional event or patient information is available. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
The two other promus stents, 2.5 x 8 mm promus (lot 8050261), 3.0 x 15 mm promus (lot 8042861), are being filed under the same MFR#.